Manufacturer narrative:
Method: device history review. Device not returned. Results: device history and complaint history could not be performed as the reported device was no properly identified. Images provided for review show two fractured rods. No cat/lot numbers can be identified from the images provided. The patient had several risk factors for the non-union, including a history of smoking, marijuana use, (B)(6) and direct trauma to his surgery site. Spinal fusion hardware is designed to hold the fracture together as it heals. It serves as a temporary fixation device. However, if union, or fusion, does not take place, it can result in the hardware breaking. Conclusion: the event was confirmed. Per clinical consultant's medical review; the non-union caused the fracture of the rods.

Event description:
It was reported that; rods broken implanted into my spine. Both (2) will need to be replaced.

Event description:
It was reported that; rods broken implanted into my spine. Both (2) will need to be replaced.

Manufacturer narrative:
Method: no methods performed because device was no properly identified and not returned. Results: no results available because no methods were performed. Conclusion: the root cause of the reported event could not be determined because no device and/or insufficient information were provided for review.

Event description:
It was reported that; rods broken implanted into my spine. Both (2) will need to be replaced.